Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 19 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that there was dark greenish color discharge with tenderness at the patient¿s driveline exit site, . Site and blood cultures were negative. The patient was treated for possible driveline infection per vad protocol with10 days of keflex and cipro from (B)(6) 2018 through (B)(6) 2018. The event reportedly resolved as of (B)(6) 2018.

Manufacturer narrative:
A specific cause for the reported event could not be determined through this evaluation. The patient remains ongoing on the left ventricular assist system (lvas) and no additional complaints have been reported at this time. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.